Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the check valve at pinch valve vl13 was plugged (clogged) which was replaced to resolve the blood splatter/leak on tubes and rocker bed. Identification of failure modes: the failure mode was a plugged (clogged) check valve at the probe/needle drain valve, vl13. No erroneous results were generated in connection with the reported event. Upon recur of the failure mode identified; it is likely to cause open/closed tube sample contamination / carryover. Evaluation of product labeling: coulter lh 780 hematology analyzer instructions for use, (B)(4): beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. The leak was described as approximately 3-4 ml of blood splatter on the rocker bed and below the needle area on the instrument. The leak was not contained. The operator was wearing lab coat and gloves at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.